Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during an attempted implant, set screw anomaly was noted. Another device was implanted with no issues. The patient was fine after the event.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone material inside the rv and lv set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.